Event description:
Boston scientific received information that, during a competitor's lead revision procedure, this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety core after electrocautery was used too close to the device. It was noted the device was turned off due to the competitor's lead extraction. The device was reactivated and shocked the patient three times. A wand was used and the device was found to have reverted to safety core. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced [three system resets during the time of electrocautery use], which caused the device to go into safety core. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery.